Manufacturer narrative:
The impella 2.5 was returned for review and no damage or defects were found. No biomaterial was found on the returned device. The pump was hemolysis tested and passed. The root cause of hemolysis was unable to be determined. Data logs were not returned. DHR was reviewed and found no manufacturing related issues with this lot. There is one other complaint related this failure mode in this lot.

Manufacturer narrative:
The impella 2.5 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient¿s urine was noted to be red while the patient was in the intensive care unit (ICU). Hemolysis was suspected. The physician adjusted to pumps level and position; however, this did not resolve the issue. Due to suspected hemolysis and decreased in blood pressure the physician made the decision to explant the device.